Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to incorrect handling of the instruments by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, (combination use ) of the device wair130a (telescope rir) and wa03310a (light guide cable) were used in a therapeutic laparoscopic ileocecal resection. The gown worn by the doctor during the wound closure process was burnt. It was reported that in the second half of the procedure, while the intraperitoneal operation was over and the doctor was closing the wound, wair130a and wa03310a were put in the pocket of the drape without turning off the light source., while the doctor was closing the wound, the gown the doctor was wearing was scorched . The heat from the tip of the optical viewing tube scorched the gown. There was no injury or harm due to scorching. There was no patient harm or user injury reported as the result of the event. The intended procedure was completed without any problems. Per the report in addition, there was no particular issue with the lightguide/lightsource (cll-s700). This event includes two (2) reports capturing the 2 devices addressed on this event. Report with patient identifier (B)(6) - telescope ir model wair130a sn: (B)(4). Report with patient identifier (B)(6) - light-guide cable model wa03310a lot 229w0002. This report being submitted is for report with patient identifier (B)(6) - telescope ir model wair130a sn: (B)(4).